Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however is currently still ins service. No adverse patient effects were reported.

Event description:
This supplemental report is being filled to include device explant information.

Manufacturer narrative:
This device is currently with hospital pathology and is not expected to be returned at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.